Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to severely calcified lesion at the lad with 75% stenosis after pre-dilatation but the device could not cross and device was removed. Patient appeared uncomfortable and received first aid. Procedure will be carried out on a different day evaluation summary: the distal tip was flared. A number of struts on the 14th and 15th proximal stent segments were partially raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) severe calcification <(>&<)> 75% stenosis. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) severe calcification <(>&<)> 75% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).